Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump alarmed a pump error indicating hardware low level failures. It was reported that alarmed occurred twice and could not be cleared. It was also reported that a button had to be pushed a few times to confirm or choose something. Customer's blood glucose was 140 mg/dl at the time of the incident. There was no indication that issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is in the formatted history file due to cold solder joints at the keypad assembly. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.